Event description:
I have a t-slim pump which I¿ve had for around 4 years. I get false occlusion alarms almost every day, sometimes 5-6 times a day, which has caused hospitalization from ketoacidosis, and is potentially life threatening when I¿m not in an area where I can immediately change all my supplies. I had a medtronic insulin pump prior to the t-slim and never had this issue; I¿ve been diabetic for 20 years. During this process I have wasted reservoirs, sites and expensive insulin more times than I can count and very recently (in (B)(6)), needed assistance from my endocrinologist to rectify a blood glucose of 600 with large ketones after the pump failed. This took approximately 48 hours to fix . I feel tandem should be held accountable for this issue as it poses a serious risk to type I diabetics relying on the insulin pump.